Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reportedly that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted. During system check with tandem technical support, it was determined that the cartridge and infusion set site should be changed.